Event description:
A mayfield modified skull clamp (a1059) was involved in an incident which was described as follows; the skull clamp was applied with the pt supine, then the pt was turned to a prone position. One of the pins "slipped", according to the staff surgeon the "pins were placed too far back" by the resident. The unit was in use 5-10 minutes when the event occurred. A revision was not required. The incident resulted in the pt experiencing a small scalp laceration which required staples. The procedure/surgery, was delay for 15 minutes and the pt was anesthetized when the problem occurred. The pt recovered. Disposable integra adult pins (a 1120) were used during the procedure, with a lot number being 122094. The surgery was not performed with a stereotaxic device.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.